Manufacturer narrative:
The customer's allegation was confirmed. The device evaluation found: the cutting wire where the wire coating was torn came into contact with the distal end of the endoscope when the forceps elevator was raised. Under circumstances described above 1, an electric conduction was activated. This caused the cutting wire to become hot instantly at the contact point. As a result, the cutting wire broke. Based on the results of the investigation, it is likely that the following led to the malfunction: a likely factor causing tears of the coated portion of the cutting wire might be the following. However, the exact cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed during the device inspection, that the subject device exhibited broken cutting wire. This issue occurred during preparation for use. There were no reports of patient involvement.

Event description:
It was reported the subject device had a broken cutting wire. This issue occurred during a therapeutic endoscopic retrograde cholangiopancreatography procedure. The device was completed with a backup device. There were no reports of patient harm.

Manufacturer narrative:
Correction is being made to previously submitted g3 - date received by manufacturer, which was not late. The correct date was 2/10/2025.